Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue where the infusion set tape did not stick and the set fell off right away on (B)(6) 2026. No further information is available.